Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The needle tip came off inside the patient. The patient needed an x-ray. Additional information was requested.

Manufacturer narrative:
Product complaint # ==> (B)(4) h6 component code: g07002 device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. - please provide the lot number: